Manufacturer narrative:
Evaluation summary: the instrument was returned with the no body fluids but foreign matter. The device was returned with the iris torn. Also the sleeve was returned torn and attached to the flex ring. Functional testing could not be conducted due to condition of returned instrument. The lower protective ring was noted to have a 7/16" and 1/4" tear along with fray marks located on the outside edge of the ring that appears to be the tear origination point.

Event description:
During a sigmoidectomy procedure, the device ripped. Another like device was used to complete the procedure. There was no patient consequence.